Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint was investigated and closed in the previous complaint database (reference: (B)(4)). The following information has been added to the complaint; however, does not affect the investigation (patient codes). It has been transferred into etq reliance only to submit a supplemental MDR. The investigation resides on ((B)(4)) in the previous complaint database. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. Operative notes and x-rays were obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address pain, instability, cobalt chromium levels of 23/35 respectively, vertical malpositioning and loosening of the cup, causing impingement, and substantial lytic tissue. (B)(4) 2012 - patient's operative records received. It was noted the patient had extensive necrotic metallosis throughout the hip and a vertical cup with grossly loose screws.